Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 21 mg/dl; cause was not known. Reportedly, the customer fell and bruised their shoulder due to their bg level. The customer was treated with intravenous fluids of saline to address the bg. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.